Manufacturer narrative:
Analysis summary: analysis confirmed the customer comment that the connectors were in need of repair, both output connectors were broken. It was additionally noted that the hanger was broken (customer had added a wire loop), the keypad was scratched, all six plugs were damaged with tool marks, both wires on the liquid crystal display were pinched but not compromised and the battery drawer was in need of the new shorting bar design. All found defective parts were replaced and all other identified issues were resolved. The generator then passed all final functional tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator's (atrial and ventricular) connectors at the top are in need of repair. The generator was returned for service. There was no patient involvement.